Manufacturer narrative:
An error needing a correction was identified on (B)(6) 2014. The receipt date should be (B)(6) 2013 (the date the complaint was registered and an engineer located crimped tubing). The section was updated accordingly. Note: the information about the impact to the patient was reported correctly as (B)(6) 2014 and has not changed.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a falsely depressed hemoglobin that resulted in an adverse event for one patient on the cell-dyn cd3700 analyzer. No specific data was provided or available. The patient was given a transfusion because of their low hemoglobin result. No further patient or treatment details were available. An abbott field service technician inspected the instrument and found one of the pieces of tubing between the mixing chamber and hgb flow cell was crimped and caused a flow clog. The technician corrected the tubing orientation and verified the instrument is working properly.

Manufacturer narrative:
Additional information about the patient was obtained on 2/14/2014: the criteria for transfusion are when there is a significant sudden drop in hemoglobin usually due to blood loss. The patient was transfused with 2 units of packed red cell obtained from the (B)(6). Device evaluation completed 2/19/2014: further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The tygon tubing, list number 3130548, was reseated/reconnected due to being worn out and the tubing orientation was corrected to resolved the service issue. Based on the available information, no product deficiency was identified.